Manufacturer narrative:
(B)(4).

Event description:
It was reported that patient was experiencing diminished therapy due to high impedances. Consequently, the l1 level drg lead was noted to be fractured. Lead was removed and replaced with the same model lead, thus restoring effective therapy post-operatively.